Event description:
Procedure type: lap sigmoid. According to the reporter: the blade cover of the port fell off. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 11/06/2007.